Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The water did exit the infusion set during our testing. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 204 mg/dl at the time of incident. The customer's blood glucose was 498 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that the blood glucose went down to 177 mg/dl. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer was performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.